Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement standalone and x-ray and line filter were both shipped to the site. No parts have been received by manufacturer for analysis. On 10/10/2016, a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Failure: 2d & 3d. Generator was not booting. Diode was changed. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site physician reported that the site's imaging system generator was not booting. This occurred outside of a procedure. No further details regarding the behavior, or specifically when it occurred, were provided. In trouble-shooting, found that fuses protecting the standalone board were blowing every time the imaging system turns on. The site reported that it seemed there was a failure on the standalone board itself or the x-ray relay. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect line filter was unable to confirm the reported problem. Installed filter in test imaging system and the system functioned as expected. No fuses were blown while under test. Both 2d and 3d imaging were successful. No problem found. Investigation of returned suspect stand alone board confirm reported complaint. The standalone pcb board failed bench testing, both ac / dc voltages are not present. 0 volts, fans do not come on and no leds are on. Relay failed, output pins 1 and 2 have a low resistances internal short. Varistor measured open. The reported issue was confirmed to be caused by an electrical failure.